Event description:
It was reported that underfill occurred with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter. "It was reported that the blood would not draw past the USA marking on the label in the address and the phlebotomist believes it is because there is not enough draw pressure. Tonight someone came to me as soon as I came in and told me about an experience she had while at the clinic in callaway with the phlebotomist. She could not remember her name. The product the customer complained about was a blood collection tube 367962 batch 8276827 I have attached two photos, and she thought she brought the tube in with her but she believes she forgot it at home. The problem is that just below the USA marking on the label in the address the blood will not draw past that point and the phlebotomist believes it is because there is not enough draw pressure. The equipment they use to draw the blood from the tube tends to then crush the cap and sometimes the tube trying due to the probe being unable to reach the blood that is in the tube. It is the customers opinion that they have had many issues with this one tube type but she was unsure if it was just a recent problem or a long term ongoing problem. This particular batch was completed in production on 12/6/2018, I went back through our alerts folder and did not find any alerts tied to this batch. I have asked her to please try and find the tube that she got from the clinic and bring it in tonight."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774 . The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Further investigation has been initiated through CAPA#260774 . The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#260774 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred with a bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes. The following information was provided by the initial reporter, "it was reported that the blood would not draw past the USA marking on the label in the address and the phlebotomist believes it is because there is not enough draw pressure. Tonight someone came to me as soon as I came in and told me about an experience she had while at the clinic in (B)(6) with the phlebotomist. She could not remember her name. The product the customer complained about was a blood collection tube 367962, batch 8276827. She thought she brought the tube in with her but she believes she forgot it at home. The problem is that just below the USA marking on the label in the address the blood will not draw past that point and the phlebotomist believes it is because there is not enough draw pressure. The equipment they use to draw the blood from the tube tends to then crush the cap and sometimes the tube trying due to the probe being unable to reach the blood that is in the tube. It is the customers opinion that they have had many issues with this one tube type but she was unsure if it was just a recent problem or a long term ongoing problem. This particular batch was completed in production on 12/06/2018, I went back through our alerts folder and did not find any alerts tied to this batch. I have asked her to please try and find the tube that she got from the clinic and bring it in tonight."